Event description:
It was reported that the laser would not start up during a procedure, and the power cord was replaced. The physician was successful in getting the laser to resume function; however, the laser shut down in the middle of the procedure at which time the case was canceled. Patient or user outcome ¿ ¿no injury to the patient¿ reported. Additional information not reported.

Manufacturer narrative:
Product evaluation: the console was evaluated in the field on (B)(4) 2014 and repaired in house on (B)(4) 2014. Information extracted from the service report: (B)(4) - no power, laser was completely dead when turned on. No fans or anything. One of the spade lugs coming off the breakers and going to a small board was essentially disconnected, but yet for the most part making contact. I re-connected and the intermittent problem went away. Tested power in applications mode at 2.5w/5hz, 10w/8hz, 15w/10hz and 6w/12 hz. Laser performs to field specifications. Probable root cause: based on the field service report results the root cause was determined to be one of the spade lugs coming off the breakers and going to a small board was essentially disconnected.